Event description:
Pair of textured saline-filled breast implants for cosmetic augmentation in 1999. Suddenly lost right breast volume over a few days without recent trauma or "pop" sensation in 2002. They also felt a "lump" of lateral breast, which seemed to be a fold in the edge of their grossly deflated implant when they were seen in 2002. Surgical removal/replacement in 2002.